Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, during a craniotomy procedure, a cranial screw was inserted into the skull base to secure an unknown plate in place. However, the screw head broke but a portion of the screw remained in the skull. Thus, the surgeon used another screw to secure the plate in a different position. There was no surgical delay reported. Surgical procedure was successfully completed. There was no consequence to the patient. Concomitant device reported: unknown plate ( part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Event description:
Update: it was reported that impacted product was a cranial screw plusdrive part number 400.834, and the lot number(s): are unknown .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated information hospital information: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.